Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: based on the available information there is no objective evidence that the liberty select cycler caused or contributed to a serious adverse patient outcome. The reported hernias were pre-existing and reportedly did not worsen with pd therapy or require any medical intervention.

Event description:
It was reported that the patient has a history of hernia's. Upon follow up with a peritoneal dialysis registered nurse (pdrn) it was reported that the patient had a history of several pre-existing hernias, prior to the start of peritoneal dialysis (pd) therapy. Per the (pdrn), none of the pre-existing hernias have had any exacerbation, any repair or any other medical intervention on any since starting (pd) therapy. The reported hernias were pre-existing and reportedly did not worsen with (pd) therapy or require any medical intervention. The patient is continuing (pd) therapy without any issues.